Event description:
It was reported that the patient presented remotely. Upon interrogation, it was noted that the right ventricular exhibited noise over-sensing. No interventions were performed. The patient was in stable condition.